Event description:
It was reported the patient experienced ineffective stimulation during postoperative programming. X-rays revealed the scs lead had migrated. As a result, surgical intervention was taken on (B)(6) 2014 to reposition the lead. Effective therapy was restored postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.